Manufacturer narrative:
Results: there was no visible damage to the neuron max 6f 088 long sheath (neuron max). The distal tip of the dilator was damaged. Conclusions: evaluation of the returned device revealed no damage to the neuron max. Further evaluation revealed that the distal tip of the dilator was damaged. This damage likely occurred due to forceful handling during attempts to insert the neuron max and dilator assembly into the patient. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to introduce the neuron max into the patient's body with a dilator, the physician noticed that the neuron max was compressed and was unable to insert the neuron max. Therefore, the procedure was completed using another sheath. There was no report of an adverse effect to the patient.